Event description:
It was reported that after insertion of the iab there was good augmentation. Upon x-ray the tip of the iab could not be visualized. The nurse was unable to draw blood gasses from the central lumen without experiencing a pump high pressure alarm. Because of this, the iab was removed. There were no associated pt complications.